Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had not made an appointment for a refill; and as a result, the pump ran out of drug. The pt experienced mild withdrawal symptoms and visited the emergency department (ed). The pump was later refilled, and a bolus was given. The low reservoir and critical pump alarms were changed/updated to occur every 10 mins. Full resolution of the issue was noted. The pt was not injured, and had recovered without sequelae. The drug infused via the pump was lioresal, dosage unk. Additional info will be provided in a follow-up report as it becomes available.